Event description:
Event description guidant received information that this device was explanted for normal battery depletion however preliminary analysis indicates device exhibited premature battery depletion.